Event description:
It was reported that the patient's telephone check showed the device had reached its elective replacement indicator (eri). When the patient came into the hospital, it was noted that the device had electrically reset. The device was reprogrammed successfully. Battery voltage was measured and the caller wanted to know if the device was truly at eri. The device was later explanted and replaced due to reaching elective replacement indicator. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was analyzed. Analysis results revealed the device experienced low telemetered battery voltage. On (B)(4) 2010, the telemetered battery voltage was 2.62 v while the daily battery voltage trend measurement was 2.88 v. In addition, the presence of power on reset (por) parameters was noted. The por severity is low. The device should be able to fully recover after the reset. Parity error occurred on (B)(4) 2010.

Event description:
It was reported that the patient's telephone check showed the device had reached its elective replacement indicator (eri). When the patient came into the hospital, it was noted that the device had electrically reset. The device was reprogrammed successfully. Battery voltage was measured and the caller wanted to know if the device was truly at eri. The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed the device experienced low telemetered battery voltage. On (B)(6)-2010, the telemetered battery voltage was 2.62 v while the daily battery voltage trend measurement was 2.88 v. In addition, the presence of power on reset (por) parameters was noted. The por severity is low. The device should be able to fully recover after the reset. Parity error occurred on (B)(6)-2010.